Manufacturer narrative:
The incident device was not returned for evaluation. Particulate matter from one sonicision cordless ultrasonic dissector was received for evaluation. Visual inspection found blue particulate matter. The reported condition was confirmed. The blue pm is most likely a polycarbonate material. It was determined that the source of this material is likely from the bins used in manufacturing to hold components. Over time it is possible for the components to scratch away the bin walls and floor, creating flakes that could stick to the components. Manufacturing completed a cleaning of all bins used to store components in manufacturing. Operations engineering will continue to monitor this failure and address any concerns if additional complaints are seen. No trend has been identified for this type of issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that as the surgeon was using the device, a bit of melted plastic had come off while sealing. The piece was retrieved and there was no patient injury. The customer has indicated that the device was discarded after the case.

Manufacturer narrative:
The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that as the surgeon was using the device, a bit of melted plastic had come off while sealing. The piece was retrieved and there was no patient injury. The customer has indicated that the device was discarded after the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.